Event description:
It was reported that prior to the patient being under anesthesia or in the operating room (or), none of the arm cart assemblies (acas) were functioning as expected. Following a recommendation to restart aca2 (sn- (B)(6)), the aca2 and monopolar scissors on the aca3 (sn - (B)(6)) became functional. However, aca1 (sn -(B)(6)) & aca-4, (sn - (B)(6)) remained unusable despite appearing green on the surgeon console. The staff attempted multiple troubleshooting steps, including removing and reinserting the instrument and sterile interface module (sim), as well as breaking and re-docking, without resolution. The fse recommended restarting the remaining acas; however, the staff elected to convert the procedure to laparoscopic surgery due to time constraints. No patient harm was reported. There was more than 30 minutes delay due to the reported issue. The field service engineer (fse) also observed an unrecoverable failure on the operating room team interface (orti), affecting all acas and the surgeon console.

Manufacturer narrative:
D10 concomitant products: product ID: mrasc0005, sn:(B)(6), product ID: mrasc0002, sn: (B)(6), product ID: mrasc0002, sn:(B)(6), product ID: mrasc0001, sn:(B)(6), product ID: mrasc0002, sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the patient being under anesthesia or in the operating room (or), none of the arm cart assemblies (acas) were functioning as expected. Following a recommendation to restart aca2 (sn- (B)(6)), the aca2 and monopolar scissors on the aca3 (sn - (B)(6)) became functional. However, aca1 (sn - (B)(6)) aca-4 (sn - (B)(6)) remained unusable despite appearing green on the surgeon console. The staff attempted multiple troubleshooting steps, including removing and reinserting the instrument and sterile interface module (sim), as well as breaking and re-docking, without resolution. The fse recommended restarting the remaining acas; however, the staff elected to convert the procedure to laparoscopic surgery due to time constraints. No patient harm was reported. There was more than 30 minutes delay due to the reported issue. The field service engineer (fse) also observed an unrecoverable failure on the operating room team interface (orti), affecting all acas and the surgeon console.

Manufacturer narrative:
H3 and h6: annex b, annex c, annex d and annex g have been updated. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes indicates that the field service engineer noted a non-recoverable error at around nine minutes and forty-eight seconds. Evaluation of the device data indicates that following cascading surgeon console errors, there was a mismatch in the system's error and reset counter that triggered an error code ¿excessive system reset count fault¿, which is a system non-recoverable error that also causes all acas to enter a soft-stop state. Although the acas can be rebooted to regain manual control, tele-operation will be restricted due to the tower entering a non-recoverable state, requiring the system to be rebooted to regain functionality. Evaluation of the field service notes for the reported arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. However, the investigation was able to identify the most likely cause as being traced to a failure on the tower component of the system. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.